Event description:
It was reported that the pacemaker exhibited interrogation difficulties. The patient's cardiology noted that the device was having an issue and was scheduled for replacement. Subsequently, the pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.